Manufacturer narrative:
The device was not returned for analysis, which prevented a full investigation and analysis of the root cause. However, based on our knowledge of the device design and its prescribed use, we have developed a comprehensive risk management file associated with our mammomark product portfolio. The most likely scenario is that the user removed or rotated the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk whenever the applicator shaft is removed through the biopsy probe. Our mammotome revolve dual vacuum-assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide instruction in step 13 of the IFU: remove the mammomark applicator and the mammotome revolve biopsy probe together as a single unit from the site and obtain images to confirm marker placement. No additional patient follow up care information is available. However, due to the potential for a subsequent procedure and/or other treatment intervention, we are submitting this medwatch report.

Event description:
The affiliate in (B)(4) reported that while deploying the mammomark marker (mmk1001) the distal tip was also sheared.